Manufacturer narrative:
The incident occurred in (B) (6), (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). Sorin group (B) (4) received a report that during set-up, the bmr venous inlet connector broke. One bmr venous inlet port connector was returned to sorin group (B) (4) for evaluation. The visual inspection revealed that the connector was broken in two pieces. Sorin group (B) (4) determined that the connector thickness was slightly out of specification on one side of the connector. Mechanical stress caused by rough handling while placing the bag into the bracket could cause the connector to break. The molding process is currently being modified to eliminate any variation in the wall thickness.

Event description:
Sorin group (B) (4) received a report that during set-up, the bmr venous reservoir inlet connector broke. There was no pt involvement.